Event description:
It was reported that the patient was scheduled for implant but was aborted due to csf leak that occurred during the procedure.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
It was reported that a procedure was canceled due to csf leak. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.